Event description:
Patient had history of left total hip arthrolasty in august, 1983. Patient has had recent anterior thigh pain with ambulation.revision of left total hip on 1/27/94 revealed loosened acetabular cu and worn femoral head. Black metallic staining of soft tissue in the joint was noted.